Event description:
Initial results for two pt calciums were >20 mg/dl. When automatically repeated, the results were still >20 mg/dl. Both samples were repeated on another analyzer and the results were both 8.7 mg/dl. The incorrect results were not reported. The field svc rep repaired the instrument by decontaminating the sys.